Manufacturer narrative:
Device returned to manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator cannot standby properly. No patient or user harm was reported.